Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s ins was not functioning because the lead had been cut and the system was shut off. They stated that the cause of the patient¿s leg weakness, sensory changes, and motor changes are still being evaluated. The rep noted that the patient had an additional surgery to remove the ins and remaining lead wires to allow for an MRI. The event was confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 17-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and hcp regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. The patient never had good coverage and so a revision where the paddle lead was moved was performed on (B)(6) 2018. Then the patient started to experience leg weakness, sensory changes, and motor changes. At that point, the lead was cut from the tail and now the ins with the tails remained in the patient. Per the hcp, the medical record notes that the paddle lead was removed because the ins was not functioning/no longer working. The x-ray showed that the patient still has a lead implanted. No further complications were reported.